Manufacturer narrative:
(B)(4). ¿ to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. ¿ if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the patient had localized mesh erosion. There was no further information available.